Manufacturer narrative:
A.1.-a.5. There was no known patient involvement.h11: livanova deutschland manufactures the arterial clamp - ac arm short (500mm).if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a demonstration of the centrifugal pump, the arterial clamp did not close on a level alarm. Even after a complete restart, it didn¿t react. The level was removed from the profile and inserted it again, after that, the arterial clamp reacted as it should. There was no patient involvement.

Manufacturer narrative:
H11 following a review of the complaints database, no similar issues have been reported since the device manufacturing date, and no concerning trend has been identified. Based on the information provided, a hardware malfunction of the clamp or level sensor can be ruled out. The root cause of the issue is therefore attributed to a temporary communication failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.